Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. A 1.50 mm peripheral rotalink® plus was selected to treat the target lesion located in the anterior tibial artery. During the procedure, the device made a very bad sound like a tissue wrap and there was no power on the device. Dynaglide was activated and noted that the device would not move forward and nothing happened. The physician broke the drive shaft and retracted the sleeve of the device out of the body. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.